Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "3 years ago". Therefore, 16jun2022 is being used to calculate the minimum implant duration. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy an inspiris resilia valve mode 11500a of unknown size implanted in aortic position was explanted after an implant duration of approximately three (3) years due to unknown reasons. A non-edwards mechanical valve was implanted in replacement.

Manufacturer narrative:
Added information to section a1 (patient identifier), a2 (age at time of the event and date of birth), a3a (sex), b7 (other relevant history, including preexisting medical conditions) and e1 (contact, establishment name, address - line 1, post office or zip code) updated b5 (describe event or problem), h6 (clinical code) and h6 (device code) corrected data in section h6 (component code): 439 - cusp/leaflet replaces 4755 - part/component/sub-assembly term not applicable h11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, an inspiris resilia valve model 11500a19 implanted in aortic position was explanted after an implant duration of approximately (3) years due to calcification and cusp degeneration leading to severe stenosis. The patient presented with dyspnea and fatigue prior to the intervention. A non-edwards mechanical valve was implanted in replacement. The patient was reported to be stable and discharged home 2 weeks after the procedure.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9, h3, h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per the product evaluation, customer reports of calcification, degeneration and stenosis were confirmed. X-ray demonstrated heavy calcification on leaflet 2 and 3. Extrinsic calcific deposits were observed on the surfaces of leaflet 2 and 3 on both aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including dyslipidemia. Since no edwards defect was identified, corrective or preventative actions are not required.